Event description:
The pacing system was implanted on (B)(6) 2006. Reportedly, during the follow-up performed on (B)(6) 2020, the estimated residual longevity was 32 months. During the penultimate follow-up performed on (B)(6) 2020, it was 16 months. On (B)(6) 2020, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
B5 corrected. Please refer to the corrected investigation report.

Event description:
The pacing system was implanted on (B)(6) 2006. Reportedly, during the follow-up performed on 28 december 2018, the estimated residual longevity was 32 months. During the penultimate follow-up performed on 10 january 2020, it was 16 months. On 23 november 2020, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
The pacing system was implanted on (B)(6) 2006. Reportedly, during the follow-up performed on (B)(6) 2020, the estimated residual longevity was 32 months. During the penultimate follow-up performed on (B)(6) 2020, it was 16 months. On (B)(6) 2020, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).